Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this device was re-admitted to the hospital one week after a lead revision procedure, due to a hematoma. A surgical evacuation was performed to resolve the hematoma. No additional adverse patient effects were reported. Available information indicates the device remains implanted and in service.